Manufacturer narrative:
(B)(4). Date sent: 7/8/2020. Investigation summary: the device was received with no apparent damage. In addition, the hand piece housing was not broken nor cracked as reported. The hand piece was connected to a test device and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the hand piece. The instrument was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Batch # t92p7f. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the handle broke. The inner core of the handle broke. Changed to another one to complete surgery. There was no patient consequence reported.